Event description:
The customer reported that when preparing the subject device for use during an unspecified procedure, a leak was observed from the control section. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed in the instrument channel. This report is being submitted for the malfunction found during the device evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
In addition, during inspection and testing, service confirmed the device was leaking due to a puncture in switch button #1. Service also found the angulation in the ¿up¿ direction was out of specification due to wear of the angle wire. The ¿up/down¿ knob was out of specification due to wear of the angle wire. The light guide bundle demonstrated wear. There was a gap in the adhesive of the bending section cover, and the adhesive around the lenses was worn. The objective lens was chipped, and light guide lens was cracked. The connecting tube was creased. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient inspection of the cleaning brush, and excessive force/ repeated use of the cleaning brush. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. ·the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received, regarding the reported event (added to section b5).

Event description:
Additional information received confirmed, there was no patient harm. The foreign material appeared to be a brush tip.